Manufacturer narrative:
Device evaluated by MFR.: a mustang12 x 4, 14atm, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 13mm in length and extended from a position 1 mm distal of the proximal markerband to 14mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-jun-2021. It was reported that advancing difficulties were encountered. The target lesion was located in the arteriovenous fistula. A 12.0 x 40, 75cm mustang balloon catheter was used but had difficulty advancing to the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinal.